Event description:
It was reported that a cartridge alarm 20 occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Although the technical support helped with loading a new cartridge, the alarm persisted, preventing the customer from resuming insulin therapy. Customer reverted to an alternate method of insulin therapy.